Event description:
The patient was revised to address dislocation.

Manufacturer narrative:
Examination of the returned items finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot codes, since their release for distribution, both during 2000. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, to change the outcome of the performed investigation, the complaint will be re-opened.